Event description:
It was reported the patient had the pump implanted a week prior to this report date. Upon interrogation, the physician stated he received a pump memory error due to an invalid pump and catheter data. The physician programmer used had an old software card and required an updated new software card. A new software card was ordered and would be delivered soon. The pump medication was not known. Additional information has been requested but was not obtained yet.

Event description:
Additional information received reported that the event was strictly due to the health care provider (hcp) having an outdated software card. Once the card was replaced, the error messages ceased.

Manufacturer narrative:
(B)(4).